Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported foggy image during a cholecystectomy by laparoscopy procedure involving an olympus deflectable videoscope. There was a delay of less than 30 minutes, and the customer was under sedation. There was no patient injury reported.